Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose readings and no delivery from the insulin pump. The customer's blood glucose reading was 445 mg/dl. The mother denied troubleshooting for high blood glucose readings.